Event description:
It was reported that signal loss over one hour occurred for the g6 receiver with serial number (B)(6). However, data for the g6 android mobile application with serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).